Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that, about 2 months ago, pt had a surgeon take out the wire in their back. They came back and did not have anything with them for wires and machine, as they were told to take it back. Pt wanted to know if there was a way to pick it up since they don't use it. Agent was not trained in therapy and did not ask further clarification. No agent trained in therapy was available. Pt will call back later. Pt called back repeating information previously reported in this case. Pt stated about a month and a half ago they went to their doctor to have their interstim system removed (confirmed entire system of leads and ins were removed). Pt's reason for call was to inquire about what to do with the external equipment (handset/communicator). Agent reviewed external equipment disposal process information. Pt clarified that they had their interstim system removed because it didn't work for pt. Pt stated they had colon cancer and they had to have some intestines and their colon "cut". Pt confirmed this is the same issue as previously reported in this case. Pt initially stated that the therapy seemed like it was helping a little bit, but later stated "it didn't work for me" and that it never did.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-33, lot#: va1zqd6, implanted: (B)(6) 2019, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-may-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.